Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation with an unspecified mentor saline breast prosthesis on the right side, suffered deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
On 08/26/2019, the product investigation was completed. Device investigation summary: a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear in the posterior view, measurement approximately 0.1 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, therefore no further investigation is required. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the devices returned, mentor became aware that the suspect medical device was: 270cc mentor smooth round high profile saline catalog: 3503270 lot: 7569751. Mentor also became aware of the concomitant device: 270cc mentor smooth round high profile saline catalog: 3503270 lot: 7564688. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 270cc mentor smooth round high profile saline catalog: 3503270 lot: 7564688 manufacturer¿s reference number: (B)(4).